Event description:
The patient¿s hcp wanted the entire system removed because, the patient¿s pump incision site reopened and they were not sure why. The opening was described as a 2-3mm pinhole opening at the incision site and they could see the silver color of the pump. There was yellow serious drainage from the opening. The patient did not have a fever. The reporter was not sure if the patient had an infection, but the patient¿s hcp was bringing the patient to the hospital emergency room to check for an infection. Amoxicillin was prescribed. Drug delivered via the device was baclofen. It was later reported that the patient had wound infection and drainage. Patient was hospitalized. Patient outcome was stated as non-serious illness/injury.

Manufacturer narrative:
Product ID 8590-8 lot# n337450, implanted: 2012 (B)(6); product type accessory product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code fdc was updated for the pump, serial# (B)(4). Conclusion code was updated for the catheter, lot # n337450. Conclusion code was updated for the catheter, serial# (B)(4).

Event description:
Additional information was received from a consumer indicated the patient's pump was removed in (B)(6) 2014 due to infection. This information was discrepant with the previously reported explant date of (B)(6) 2013. No further information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was later reported that the patient had meningitis. The onset/diagnosis of infection was indicated as being (B)(6) 2013. Signs/symptoms of infection included the following: fever, redness, swelling, drainage, incisional wound opening, and pocket erosion. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and the "staph" was identified. Treatment included intravenous antibiotics. A total device system explant occurred on (B)(6) 2013. The infection resolved. The patient experienced drug withdrawal symptoms which included spasticity. The following risk factors that applied to the status of the patient prior to implantation of their device included debilitated status and urinary tract infections. The explanted devices were planned to be returned to the manufacturer.